Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural pain ("woke up to unbearable pain") and flatulence ("gas"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal and procedural pain outcome was unknown. The reporter considered flatulence, medical device removal and procedural pain to be related to essure. The reporter commented: on (B)(6) 2016 patient posted that the day of essure removal had finally come. Amendment: the report was amended for the following reason: this case will be deleted from bayer pv database. Duplicate case identified in initial case version never locked. This case is duplicated of case (B)(6). No new follow-up information was received from the reporter.